Event description:
Customer reported system is having trouble saving images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. (B) (4).